Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 424 mg/dl and had ketones. The customer changed the infusion set site and delivered a correction bolus to address the bg level. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis. The customer was treated with intravenous insulin and fluids. The customer was then using insulin injections to manage diabetes while in the hospital. The customer was discharged the next day with a bg level of 100 mg/dl. Reportedly, the customer had been using humalog in the cartridge for 3 days.